Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the customer's adc device not powering on due to the battery contacts missing. Due to delivery delay, customer was unable to test and required unspecified third-party treatment. No treatment details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of the xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the customer's adc device not powering on due to the battery contacts missing. Due to delivery delay, customer was unable to test and required unspecified third-party treatment. No treatment details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.